Event description:
A customer reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, attempts to resolve the issue by reloading the existing cartridge were unsuccessful. Customer technical support (cts) instructed the caller to clean the pump's pneumatic tap area and guided them through the process of filling and loading a new cartridge. Loading the second cartridge resolved the problem. The customer successfully loaded a cartridge onto the pump and requested replacements for the infusion set and cartridges used during troubleshooting. Cts agreed to send the replacements.